Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery through a 5fr non-bsc sheath. The 95% stenosed target lesion was located in the mildly calcified and moderately tortuous right anterior tibial artery (ata). A non-bsc guide wire was used to cross the lesion. A 1.5 mm x 20 mm x 142 coyote es balloon catheter was selected to treat the target lesion. During the first inflation, the balloon ruptured at 14 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 catheter with no original packaging or other devices. There was blood in the inflation and wire lumens. The distal tip was damaged. Magnified inspection revealed a pinhole in the balloon material .5mm from the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery through a 5fr non-bsc sheath. The 95% stenosed target lesion was located in the mildly calcified and moderately tortuous right anterior tibial artery (ata). A non-bsc guide wire was used to cross the lesion. A 1.5mm x 20mm x 142 coyote¿ es balloon catheter was selected to treat the target lesion. During the first inflation, the balloon ruptured at 14 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).